Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak during a chemo infusion at the connection between a dexium closed male luer lock and a secondary set. There is no report of patient or provider harm.